Manufacturer narrative:
Fiber analysis: the fiber was returned in three pieces. First piece: the connector is detached and returned. Second piece: the fiber section length is a 3 ft 11. The fiber section ends show fracture without burn signs. Third piece: the fiber section length is a 7 feet. The distal end of the fiber section is charred along the last 3 cm. The distal fiber tip is broken within the blue outer sheath 7 cm form distal end. The proximal end of the fiber section is broken and does not extend from the blue outer sheath. The proximal end of the blue outer sheath shows signs of stretching. Probable root cause: excess bending/user handling. Products insert cautions against sharp bending.

Event description:
It was reported that while using the surgical fiber the "fiber broke in two pieces: connector and fiber". It is unknown how the procedure was completed. Patient outcome: "no damages to the patient". No further information provided.